Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse from the czech republic of cloudy effluent in a female patient (B)(6) coincident with physioneal therapy. In (B)(6) 2012, the patient began treatment with physioneal 40 2.27% during day, and no pd solution during the night, intraperitoneally (ip) via continuous ambulatory peritoneal dialysis (capd) for renal failure. Pd therapy continued. On (B)(6) 2012, the patient experienced cloudy effluent and was hospitalized the same day. The patient had no elevated temperature. According to the reporter the patient probably did not follow proper aseptic technique during pd solution exchange. On (B)(6) 2012, the patient began remedial treatment for the cloudy effluent with cefazolin (dose, route and frequency not reported). As of the time of this report, the patient remained hospitalized, with cefazolin ongoing. Physioneal 40 1.36% was added during the night. At the time of this report, the patient had not yet recovered from the cloudy effluent. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Information regarding hospital staff retraining has been requested from the local baxter affiliate. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The following additional information was received from gpv: on an unreported date, the patient experienced bacterial peritonitis, manifested by cloudy effluent. The patient received remedial treatment with cefazolin (dose, frequency not reported) from (B)(6) 2012 and was stopped on (B)(6) 2012. It was reported that the patient was discharged from the hospital on (B)(6) 2012. The patient recovered from the event of peritonitis. Retraining on proper aseptic technique will be provided to the patient. This report of use error-breach in aseptic technique and peritonitis was confirmed because the nurse reported the patient did not follow proper aseptic technique during pd solution exchange.

Manufacturer narrative:
(B)(4). A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The root cause was undetermined.